Event description:
Reporter indicated that the pt felt only intermittent stimulation depending on the orientation of their head. A lead test was performed in 3/2002 which resulted in a dc-dc code of 7. Subsequently, the pt was seen again twice with the same results. In 4/2002, revision surgery was performed and the leads weere reconnected. A lead test performed in the or gave a normal dc-dc code of 3. The pt was seen again and lead test resulted in a dc-dc code of 7. Further investigation revealed that pt's generator was explanted in 2002. Lead/generator interface anomaly is suspected. The lead was not explanted.